Event description:
It was reported that the doctor performed an interstim ae on the patient on wednesday (B)(6) 2014. The patient suffered a stroke and was now in the hospital recovering. The doctor cut the percutaneous extension so everything was internalized inside the patient. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that the patient had a trial and shortly after had a stroke and was now in hospice care. The doctor had cut ext at skin level post trial.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0d84j, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received noted that the cause of the event was patient fell and had stroke. Regarding if the event was attributed to any of the device components, it was noted: "no." There were no abnormal impedance measurements. It was noted that the patient fell and went to the hospital. They did a test which showed the patient had a stroke.